Manufacturer narrative:
The customer¿s reported complaint of pressure sensor failures was confirmed and replicated on two returned devices during the investigation. Log analysis results confirmed returned devices experiencing errors associated to the error code 240.4150.0. The error code 240.4150.0 is listed in the pcu/pump technical service manual as 240 (bottle pressure safety system); 4150 (sensor broken high failure). Results from pressure sensor malfunction test method (dir 10000348460) identified two faulty pressure sensor, one on each unit. Pump module s/n (B)(6) was identified with a faulty patient side pressure sensor. Pump module s/n (B)(6) was identified with a faulty bottle side pressure sensor. Pressure sensor replacements with good known components showed the issue rectified, indicative of failed internal sensor circuits in the pressure sensor components. The pump modules were being used for treatment. A review of the device history record showed the device had a manufacture date 05jun2015.of the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that the customer has seen a high number of pressure sensors failure, they have been ordering a lot of pressure sensors, 326 in total since go live, paying for hundreds of them. Although requested, there were no further details or information provided and no report of harm.

Manufacturer narrative:
The customer¿s reported complaint of pressure sensor failures was confirmed and replicated on two returned devices during the investigation. Log analysis results confirmed returned devices experiencing errors associated to the error code 240.4150.0. The error code 240.4150.0 is listed in the pcu/pump technical service manual as 240 (bottle pressure safety system); 4150 (sensor broken high failure). Results from pressure sensor malfunction test method (dir (B)(4)) identified two faulty pressure sensor, one on each unit. Pump module s/n (B)(4) was identified with a faulty patient side pressure sensor. Pump module s/n (B)(4) was identified with a faulty bottle side pressure sensor. Pressure sensor replacements with good known components showed the issue rectified, indicative of failed internal sensor circuits in the pressure sensor components. The pump modules were being used for treatment. A review of the device history record showed the device had a manufacture date 05jun2015. Of the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that the customer has seen a high number of pressure sensors failure, they have been ordering a lot of pressure sensors, 326 in total since go live, paying for hundreds of them. Although requested, there were no further details or information provided and no report of harm.